Manufacturer narrative:
(B)(4). The complaint was evaluated and closed as broken flange based on the complaint description and the provided image. A visual assessment of the submitted image was performed. The image shows an empty syringe with a broken flange. The reported lot number and quantity of affected units are consistent with the information provided. No sample was returned for physical evaluation. A review of the batch record did not identify any deviations or anomalies that could be associated with the reported issue. Addition ally, no quality concerns related to the raw material (syringe) were identified that would explain the event. The root cause could not be determined. No further action is planned at this time. The associated lot will continue to be monitored, and additional investigation will be initiated if warranted.

Event description:
It was reported that "during administration of the substance, the distal end of the syringe breaks". Additional information received on february 19, 2026, indicated that "the reported issue concerns the breakage of the deflux syringe, which, as can be seen from the attached photograph, occurred at the junction between the glass portion and the transverse plastic piece located downstream of the plunger. Following the breakage, no action was required for either the patient or the operator. The patient was under general anesthesia, and it was not necessary to wake them. The procedure was continued using another syringe. The indication for use was vesicoureteral reflux."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during administration of the substance, the distal end of the syringe breaks". Additional information, received on february 19, 2026, indicated that "the reported issue concerns the breakage of the deflux syringe, which, as can be seen from the attached photograph, occurred at the junction between the glass portion and the transverse plastic piece located downstream of the plunger. Following the breakage, no action was required for either the patient or the operator. The patient was under general anesthesia, and it was not necessary to wake them. The procedure was continued using another syringe. The indication for use was vesicoureteral reflux."